Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vibratory alert on the patient notifier could not be felt. Tried using rf and without and altered the duration of the vibration with no noticeable vibration apparent. Patient will continue to be monitored remotely.